Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600256 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples were stucked in the stapler during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples incorrectly stacked. No other defects or anomalies were observed. The stapler was received with 17 staples left in the cartridge indicating that at least 18 staples were fired by the end user. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first two trigger pulls failed to drop a staple or form the staple. On the third attempt the staple dropped, was correctly formed and released. This step was successfully repeated three more times with the same result. After these successful attempts to form and release staples properly, the staples became realigned. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "staples stuck in unit" could not be confirmed based upon the sample received. Although the stapler was returned with the staples slightly misaligned, all of the remaining staples in the cover block were able to form and release. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The staples were stuck in the stapler during use. The patient's condition was reported as fine.